Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Concomitant medical product:(2) maxzero needle-free connector listed as concomitant. Event occurred in nicu on a baby.

Event description:
The customer reported that the user noted that the baby's blanket was damp. The rn placed a gauze underneath the uvc (patient umbilical venous catheter) tri-port and found it to be leaking. Upon closer observation, the "lipid line" extension set was noted to be cracked and leaking at the base of the filter. The user had to discontinued the lipid infusion and changed out the lines. The event occurred in the nicu.